Event description:
Catheter had multiple defects. Cracks inmid portion of catheter noticed on extraction of catheter after thoracentesis performed by physician. Chest x-ray revealed on evidence of ertained foreign body after procedure performed.